Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the up/down button on the infusion device does not function properly. The infusion device displayed an e8 power interrupt error. Infusion device was requested for eval. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Add'l details were not provided.